Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2018, the customer stated that approximately 1 month prior, she noticed the locking mechanism which holds the ise electrodes tight was not working well. The mechanism allowed some play between the electrodes from time to time. The customer stated that approximately 5 to 10 patient samples had questionable results for ise indirect na, k, ci for gen.2 (sodium, potassium, chloride) between (B)(6) 2018 and (B)(6) 2018. The issue would occur every other day to every 3 days. The customer also mentioned that they had been getting ise noise alarms. The customer provided data for one patient sample with erroneous initial potassium and chloride results which were reported outside of the laboratory. The samples were repeated and the repeat results were believed to be correct. Corrected reports were issued by the customer. The sample initially resulted with a potassium value of 5.2 mmol/l, which repeated as 4.1 mmol/l. The sample had an initial chloride value of 75.5 mmol/l, which repeated as 104.0 mmol/l. No adverse events were alleged to have occurred with the patient. The potassium and chloride electrode lot numbers and expiration dates were asked for, but not provided. The field service engineer determined that the sipper syringe assembly was contaminated. He cleaned the syringe assembly and ran ise checks. Calibration and controls were run; these passed within specifications.